Manufacturer narrative:
The reported issue that wi-fi stack/chip and associated software of the pcu was having problems with the stack becoming exploited could not be confirmed; no product or device logs were returned for investigation. In addition there was no report that a vulnerability had occurred or that there was a device malfunction, the customer had only expressed a concern based on an alert that was not attached to this complaint. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that wi-fi stack/chip and associated software of the pcu was having problems with the stack becoming exploited. There were no patient involvement.